Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a device check, the patient reported a lump at the incision site for this subcutaneous implantable cardioverter defibrillator (s-ICD). It appeared to be caused by a retained suture. The patient underwent a pocket revision two weeks later. No additional adverse patient effects were reported.